Event description:
Procedure: bso. Reportedly, during use tissue was sticking to the device. Then, when the surgeon tried to open the jaws, the metal and the plastic separated in the jaws. Reportedly, pieces fell into the surgical area, but were retrieved without any injury or adverse affects to the patient.

Manufacturer narrative:
One ls1500 instrument was received for evaluation. A visual inspection reveals the seal plate has detached from the moving jaw on the returned instrument. Investigation into similar complaints concludes this condition is most often caused when tissue remains stuck to the seal plate, when the jaws are being opened. Tissue will stick to the jaws of the device if the instrument is not cleaned properly. The product IFU states the instrument jaws, both the seal surfaces and sides, must be frequently cleaned when eschar or tissue accumulates on the device.